Event description:
According to the reporter, on the first staple firing on the pylorus during a laparoscopic sleeve gastrectomy, the device would only deploy partially and when it did the staples did not form on two reloads. The surgeon had to fire medial to the faulty staple line in order to complete the sleeve. A new reload and handle was used to resolve the issue. The incision was also extended but not more than one inch. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.